Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient presented with nonischemic cardiomyopathy, chronic external driveline (dl) infection, stroke, depression, anxiety, worsening heart failure, atrial flutter, acute kidney injury, and gastrointestinal pain. The patient was admitted with these symptoms and weighed 58kg at admission. Anticoagulation was held and cardioversion deferred both due to history of intracranial bleed. Cultures and blood cultures were conducted and revealed serratia bacteremia (bacteria found in the bloodstream), recurrent candida lusitaniae fungemia despite therapy. The patient was managed with antibiotics, including meropenem and micafungin, and flucytosine was added during this admission. Inotropic support with dobutamine and intravenous diuresis was also provided. The patient experienced breakthrough seizures, increasing somnolence, respiratory distress, and was malnourishedwith a final weight of 50kg. Comfort measures were initiated after further decline. The patient subsequently expired due to cardiogenic shock.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, neurological dysfunction, pain, worsening heart failure, cardiac arrhythmia, psychiatric episodes, pain, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.